Event description:
On 06 february 2024, the complainant contacted leica biosystems and the following details were documented: "biopsy overprocessed, friable monday generator test in facility, power fluctuation reset bottle 5 from 80% to 100%, not done by lab techs. Bottle 5 changed on friday and set to 80%, ran over weekend and biopsies appeared normal . Monday 4:30 am, generator test occurred, loaded 1.5 hour biopsy program 7:40 pm monday night (feb 5) did not see at that time 80% reading 100%, user did pause prog and changed bottle 14 (xylene) then resumed prog. Prog ended tues (feb 6) 4am. 106 cases gi bx mostly, a couple lung and prostate bx as well". The assigned leica lead technical project specialist documented the affected patient tissue samples were derived from one (1) "1.5 hour biopst [sic] run" comprising 106 cassettes which started in retort a with a start/end time of "start (B)(6) 7:40pm end (B)(6) 6 4am". The tissue artefact was described as "friable". On 06 february 2024, the assigned leica field application specialist ii - core histology, west (fas) spoke to the complainant and documented the following: "customer called into tech support to report poorly processed tissue, specifically "overprocessed tissue with poor nuclear detail"...discussed what potentially happened [customer] had already pulled logs and sent them...[customer] explained to me that she thought a power outage had caused a bottle to reset its properties but upon further investigation of the logs she noticed that bottle #5 was changed on friday and the concentration was edited to 80% as this is what the bottle was intentionally filled with. Then five minutes later, bottle #5 was pulled out again and the properties were reset to default of 100%. After bottle #5 was removed, bottle #9 was pulled. It's possible that bottle #5 was accidently removed instead of #9 and when bottle #5 was pushed back in, they mistakenly reset it to default instead of what was displayed.". On 07 february 2024, the assigned leica fas provided the following to leica biosystems melbourne: "all tissue was diagnosed at this site. Customer discovered in the gui clicks that bottle 5 was changed and the concentration was changed to 80% which is what they intended, but then 5 minutes later, bottle 5 was pulled out again and the properties were reset to default resulting in the software believing the contents were 100% ethanol when in reality it contained 80% ethanol. Bottle 5 was used as the last ethanol of the processing run that was affected." . On 08 february 2024, the assigned leica fas documented the following: "review of the partial logs revealed exactly what [customer] and I suspected based on the gui clicks report. Bottle #5 was used as the last alcohol before going into the xylene step." The fas recommended "...to change the contents of bottle #5 and the subsequent reagents that were used in the processing run.".

Manufacturer narrative:
Manufacturer evaluation of the information available determined that the root cause for the sub-optimal processing of patient tissue samples reported from the affected run was a use error which occurred at 12:45 on (B)(6) 2024. Specifically, a user failed to complete manual replacement of the reagent in bottle 5 (ethanol) in accordance with the manufacturer instructions detailed in section 5.4.4 of the leica biosystems peloris/peloris ii user manual, which contains the following specific warning: "always change reagents when prompted. Always update station details correctly - never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss.". Due to the use error detailed, the reagent in bottle 5 (ethanol) with an ethanol concentration of 80% was used for the final dehydration step in the "1.5 hr by reagent" protocol comprising 106 cassettes which started in retort a at 19:42 on 05 february 2024. The minimum ethanol concentration of 98% is required for use in the final dehydration step of a protocol. The consequences of using reagent at a concentration less than the minimum required for the final dehydration step in a protocol are re-introduction of water into the tissue which cannot be displaced in subsequent processing steps; and contamination of reagents used in the subsequent processing steps, ultimately resulting in sub-optimal processing of patient tissue samples. Manufacturer evaluation of the information available found that the instrument functioned as designed during execution of the tissue processing runs detailed above, from which sub-optimal processing of patient tissue samples would have been derived. Manufacturer evaluation of the service record for the instrument showed that a leica biosystems field service engineer was not dispatched to assess the operation and function of the instrument in association with this complaint.